Manufacturer narrative:
The testosterone reagent lot number was 833958. The expiration date was not provided. The tsh reagent lot number was 849819. The expiration date was not provided. The alarm trace showed "abnormal low signal" and "mc condition" alarms. The field service representative replaced the pinch valves. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 3 patient samples and questionable elecsys tsh v2 results for 1 patient sample on a cobas e 801 analytical unit. Patient 1: the initial testosterone result was >52 nmol/l. On (B)(6) 2025, the repeated results were 12 nmol/l and 11.8 nmol/l. These repeated results were obtained on another line of the module. On (B)(6) 2025, the result was 11.9 nmol/l. This result was obtained on the same line as the initial result. Patient 2: the initial testosterone result was >52 nmol/l. On (B)(6) 2025, the repeated result was 24.4 nmol/l. This result was obtained on another line of the module. On (B)(6) 2025, the results were 24.7 nmol/l and 25.1 nmol/l. These results were obtained on the same line as the initial result. Patient 3: the initial testosterone result was >52 nmol/l. On (B)(6) 2025, the repeated results were 21.4 nmol/l and 20.9 nmol/l. These repeated results were obtained on another line of the module. On (B)(6) 2025, the result was 21.3 nmol/l. This result was obtained on the same line as the initial result. Patient 4 the initial tsh result was 0.34 mu/l. On (B)(6) 2025, the repeated result was 2.3 mu/l. This result was obtained on another line of the module. On (B)(6) 2025, the result was 2.27 mu/l. This result was obtained on the same line as the initial result.